Manufacturer narrative:
The device was returned to olympus for inspection and the reported event connector error was confirmed. It was observed that during the device inspection, e315 error (non-targeted scope connection) and an e216 error (scope communication error). The most likely cause was due to corrosion of the scope connector due to water invasion and component failure due to debris/foreign material/corrosion on the electric contact part of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had an e315 error (non-targeted scope connection) and an e216 error (scope communication error). There was no patient involvement.